Manufacturer narrative:
An event of cardiac arrest and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient was presented with severe aortic stenosis and was dependent on oxygen, and as the valve was released, it was suspected the pre-shaped guidewire punctured the ventricle, causing bleeding. The patient suffered hemorrhagic shock and cardiac arrest, requiring surgical intervention and resuscitation maneuvers. The patient subsequently expired. The cause of death was cardiogenic shock due to perforation of the ventricle. The physician established that the injuries the patient suffered were not caused by the navitor valve. Based on available information, the reported event appears to be related to procedural conditions (perforation by guidewire during advancement). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant. The patient was presented with severe aortic stenosis and was dependent on oxygen. Pre-dilatation was performed using a 23mm non-abbott balloon. The navitor valve was then advanced. As the valve began to be released, it was suspected the pre-shaped guidewire punctured the ventricle, causing bleeding. The valve was released quickly. The patient suffered hemorrhagic shock and cardiac arrest, requiring surgical intervention and resuscitation maneuvers. The patient subsequently expired. The cause of death was cardiogenic shock due to perforation of the ventricle. The physician established that the injuries the patient suffered were not caused by the navitor valve.